Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Pen needles were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-61: improper use/mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Customer reported complaint for inaccurate dispense of pen needles. Customer stated that pen needle is leaking and when he removes the needle, there is a drop of his medication still left in the pen needle. Customer stated that all of the medication is not coming out of the pen needle. Customer did not have to seek medical attention. At the time of the call, the customer felt well and did not report any symptoms. It was verified that the customer was using a compatible injector.